Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral battery had shown evidence of melting. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed a single occurrence of a "battery inoperable" alarm due to the user removing the battery while charging. Review of the device battery logs and a visual internal inspection of the battery assembly determined that there was no fault found with the internal battery. Visual inspection of the device internal battery revealed a dark patch of plastic that appeared to be melted. During the device evaluation, it was observed that the battery cover was glued in place. Internal inspection of the device found no evidence of an electrical or thermal damage. The investigation determined that the reported evidence of melting on the internal battery was most likely due to contamination of a binding agent from an outside source. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral battery had shown evidence of melting. There was no patient injury reported as a result of this incident.